Event description:
The reporter stated the surgeon used an aq5010v three piece silicone lens. The surgeon loaded the lens. As the surgeon advanced the lens to insert into the eye, the lens got held up in the injector. The plunger on the injector touched the patient's eye in the process. The lens did not have any patient contact. There was no patient injury. A backup lens, same model and diopter size was implanted with no issues. There was a malfunction but the cause is unknown. Patient information not available. The lens was then removed from the injector system.

Manufacturer narrative:
Lens work order, cartridge and injector lot number search. Results: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. A lens work order, cartridge and injector lot number search was performed; no similar complaint was found within the same work order. Conclusions: based on the complaint history, lens work order, cartridge and injector lot number searches; the evaluation of the returned product, a specific root cause of this event could not be determined. It should be noted that the injector or cartridge were returned for evaluation. (B)(4).